Manufacturer narrative:
One quadripolar, inquiry steerable diagnostic catheter was received for evaluation. The catheter created an ¿s¿ shaped curve during deflection, which no longer matched the required curve template. The catheter was intact with no rupture or internal components exposed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause for an ¿s¿ shaped curve is due to the activation wire shifting over the flat wire.

Event description:
Another catheter from the same model was used to continue the procedure with no consequences to the patient.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
A rupture of the catheter occurred at the curve level. No additional information is available at this time.